Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No frozen screen was noted. The insulin pump had a cracked case display window corner, cracked reservoir tube lip, and a cracked display window.

Event description:
Customer reported issues with the insulin pump keypad. The buttons are not responding. Advised that the insulin pump will need to be replaced and revert to back-up plan. The blood glucose was 78mg/dl. Nothing further reported